Event description:
The consumer reported her son was injured by the water tank of the humidifier when the handle broke off. The tank fell on his head causing a cut that required stitches. The instructions for use recommend always carrying the water tank using both the top and bottom handles.